Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by 9 minutes after the pump came out of storage mode. Reportedly, customer adjusted pump time to resolve the issue. Additionally, it was reported that the pump was not annunciating audible sounds although volume settings were set to "high". A system check was performed and pump was functioning as intended and customer continued to use the pump for insulin therapy. Customer's blood glucose level was 99 mg/dl.